Event description:
Reporter alleged obtaining a result of 372 mg/dl back to back with a result of 70 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining a result of 372 mg/dl back to back with a result of 70 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.